Event description:
It was reported to philips that a live imaging monitor in the exam room on the allura device failed. No patient harm was reported. A philips engineer visited site and replaced the monitor. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in diagnostic procedure when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing the fse found that rj45 / dvi adapter was defective, and the external video grabber generates signal interference. To resolve the reported issue, philips engineer replaced the adapter and unplugged the video grabber. However, the issue reoccurred twice. The fse replaced longit. Carriage drive larc but the issue reoccurred again, and philips engineer replaced video splitter dvi and the system was returned to good working order. The codes were updated based on the investigation outcome.